Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify charge/battery lasts less anomaly and unexpected battery power loss anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and replace battery now alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.